Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking at the filter after two to three days in use. It was reported that a few drops of blinatumomab "dropped out." It was reported that subsequently the infusion system was changed. No adverse patient effects were reported.